Event description:
Clinic reported that foam in the venous blood line passed the uabd with no alarm condition. The patient complained of feeling "funny." The patient was placed on the left side, trendelenberg position and admitted to the ER. Chest x-rays revealed no abnormalities. The patient was hospitalized for observation and released on 01/21/99. The patient's physician suspects patient anxiety as the basis of the patient's symptoms.